Manufacturer narrative:
A root cause could not be identified. The information provided by the customer was more than one year old. Additional requested data and information was not provided, therefore further investigation was not possible. No adverse events were reported.

Event description:
The user received questionable tsh results for multiple patient samples from 12 analytical e module analyzers and two cobas e411 analyzers. Data was provided for 25 patient samples that were discrepant. No unit of measure was provided for the results. Patient sample 1 initial result was 0.039 and the repeat result on (B)(6) 2010 was 1.29. Patient sample 2 initial result on (B)(6) 2010 was 0.041 and the repeat result on a different e module on (B)(6) 2010 was 2.05. Patient sample 3 initial result was 0.04 and the repeat result on a different e module was 2.75. Patient sample 4 initial result was 0.036 and the repeat results on two different e modules were 1.39 and 1.44. Patient sample 5 initial result was 0.039, the repeat result and the same e module was 0.31 and the repeat result from a different e module was 0.32. Patient sample 6 initial result was 0.041 and the repeat results on two different e modules were 4.54 and 4.55. Patient sample 7 initial result was <0.03 and the repeat result on a different e module on (B)(6) 2010 was 1.3. Patient sample 8 initial result on (B)(6) 2010 was <0.05 and the repeat results from two different e modules were 1.4 and 1.3. Patient sample 9 initial result on (B)(6) 2010 was <0.05 and the repeat result from two different e modules was 1.2. Patient sample 10 initial result on (B)(6) 2010 was <0.05 and the repeat result from two different e modules was 0.7. Patient sample 11 initial result on (B)(6) 2010 was <0.05 and the repeat results from three different e modules were 2, <0.05 and <0.05. Patient sample 12 initial result on (B)(6) 2010 was <0.05 and the repeat result from two different e modules was 8.4. Patient sample 13 initial result on (B)(6) 2010 was <0.05 and the repeat result from a different e module was 6.7 twice. Patient sample 14 initial result on (B)(6) 2010 was <0.05 and the repeat results from two different e modules were 4.4 and 4.1. Patient sample 15 initial result on (B)(6) 2010 was <0.05 and the repeat results from two different e modules were 3.4 and 3.3. Patient sample 16 initial result on (B)(6) 2010 was <0.05 and the repeat results from two different e modules were 1.2 and 1.3. Patient sample 17 initial result on (B)(6) 2010 was <0.05 and the repeat results from two different e modules were 6.9 and 7.2. Patient sample 18 initial result on (B)(6) 2010 was <0.05 and the repeat result from two different e modules was 2.1. Patient sample 19 initial result on (B)(6) 2010 was <0.05 and the repeat result from two different e modules was 1.1. Patient sample 20 initial result on (B)(6) 2010 was <0.05 and the repeat result from two different e modules was 1.7. Patient sample 21 initial result on (B)(6) 2010 was 0.037 and the repeat results from two different e modules were 0.657 and 0.66. Patient sample 22 initial result on (B)(6) 2010 was 0.043 and the repeat results from two different e modules were 3.92 and 3.78. Patient sample 23 initial result on (B)(6) 2010 was 0.044 and the repeat results from two different e modules were 3.34 and 3.45. Patient sample 24 initial result on (B)(6) 2010 was 0.044 and the repeat results from two different e modules were 6.8 and 6.75. Patient sample 25 initial result on (B)(6) 2010 was <0.05 and the repeat result from two different e modules was 1.4. The erroneous results were not reported outside the laboratory so there was no impact to the patients. The field application specialist performed a sample probe adjustment in some modules, found gel in the incubator cover in one module and found the pediatric tubes in use were out of the specifications. The field application specialist checked the reagent handling, checked the alarms and checked the cup adapter usage. Sample tubes with fibrin present were found. The cell blank was adjusted and the liquid flow check and pinch tubing exchange frequency was adjusted. Problems with the water conductivity were detected.

Manufacturer narrative:
This event occurred in (B)(6). Other assays related to this event are reported in medwatch report with patient identifier: (B)(6).